Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting the therapy measurements were not displayed on the v60 ventilator monitor. The device was in clinical use. The device continued proper operations. There was no report of harm. No therapy delay, nor medical intervention was necessary. The customer reported there was no change with circuit replacement.

Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and reported the issue could not duplicated in a test run. The pse reported the airflow accuracy test was out of the accepted range. When a value was set to 0 standard liters per minute (slpm) on an airflow accuracy test, its accepted range was from -1.0 to 1.0 slpm inclusive but a device-displayed value was 3.7 slpm. Therefore, the pse concluded the reported phenomenon was caused by the said state. The flow sensor assembly was replaced to resolve the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.